Event description:
Patient dried off after showering, but slipped off knee pad and fell, dislocating her shoulder. Dealer refused to provide any patient identifying information. Dealer checked unit and found no malfunction, unit remains part of dealer's rental fleet.